Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) health services in canada informed cook of an incident involving an unknown blue rhino g2-multi percutaneous tracheostomy introducer tray (rpn: c-ptisyj-100-hc-g-EU or c-ptisyj-100-uns-hc-g-EU). The user experienced difficulty when inserting the large dilator. The procedure was modified by changing position, however it remained unsuccessful. The user then used mosquito forceps to dilate the area in order to place the tracheostomy device. The patient experienced bleeding at the tracheostomy site and received a platelet transfusion. No other adverse effects were reported for this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures of the device, as well as a visual inspection of the returned product was conducted during the investigation. The supplied 7.5mm loading dilator along with the white catheter having the supplied 0.052" wire guide inserted and through both devices was returned. Kinking was noted in the wire guide, measuring from the apex of the curve at 4cm and 18cm. Relevant measurements were taken and confirmed to be within specification. Additionally, a document based investigation evaluation was performed. Review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The design history file indicates adequate risk mitigation activities are in place to capture potential failure modes prior to customer release. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and found four potential lots, none of which had complaints or related nonconformances. Cook also reviewed the nonconformances for the potential lots of the tscf-52-55-3-pts wire guide component. There was one possibly related nonconformance, but this step is checked 100% and all nonconforming components were scrapped. There is no evidence of nonconforming material in house or in the field. The current instructions for use [c_t_ptisgi2_rev0] state the following related to the reported failure mode: "warnings: exercise care to ensure that the components used in each step are properly positioned within the trachea. Improper placement of the components may lead to potentially life-threatening injury. Prior to attempting percutaneous tracheostomy, the patients airway must be secured with an endotracheal tube." "Precautions: maintain safety positioning marks of the wire guide, guiding catheter and dilator during dilating procedure to prevent trauma to posterior wall of the trachea." "Tracheostomy procedure: advance the blue rhino g2-multi dilator and the guiding catheter as a unit over the wire guide, while maintaining guide position. Note: align the proximal end of the guiding catheter at the mark on the proximal portion of the wire guide. (Fig.1) this will ensure that the distal end of the guiding catheter is properly positioned back on the wire guide, preventing possible trauma to the posterior tracheal wall during subsequent manipulations. Note: bronchoscopic guidance may also prevent possible trauma to the posterior tracheal wall. "How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Cook confirmed that the difficult advancement of the loading dilator and catheter was likely due to the kink in the wire. It is unknown how the kink occurred, and the customer did not report any anatomical difficulties in the patient. There is no evidence of manufacturing deficiency, therefore the cause of the event is component failure. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: c-ptisyj-100-hc-g-EU or c-ptisyj-100-uns-hc-g-EU. PMA/510(k) #: k193133. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a male patient required an unknown cook blue rhino device for a percutaneous tracheostomy. During device placement, the user experienced difficulty inserting the dilator over the guide wire into the patient. As result, the guide wire bent. The user attempted to change the dilator's position to achieve advancement but was unsuccessful. The user then used mosquito forceps to dilate the area in order to place the tracheostomy device. The patient experienced bleeding at the tracheostomy site and received a platelet transfusion. It was noted that the patient was: covid-positive, "very unstable, not obese, had a good neck" and has been on a ventilator for over a month. No other adverse effects were reported for this incident.